Manufacturer narrative:
One sample was returned for evaluation; no pictures were provided. Visual inspection found discrepancies in the sample. Functional testing found a leak on the medication bag. The reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a leak was noticed by the compounder after airing out the cassette post addition of saline and drug. There was patient involvement but no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.